Event description:
Allegedly, patient suffering from mom complications: metallosis/cobalt poisoning, pseudo tumors, heavy metal toxicity, infirmity/disability compromised immune system, pain and suffering. - right.

Manufacturer narrative:
This is the same event as 3010536692-2015-00874.